Event description:
It was reported that a lead integrity alert was triggered. The right ventricular (rv) lead exhibited high impedance. The patient was admitted to the hospital and the lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-53 lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), indicated the right ventricular lead integrity alert was triggered ,and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 42035 ventricular sensing integrity counts (sic); ventricular tachycardia-non-sustained, ventricular oversensing-noise, and high rate-non-sustained detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance measured greater than 3000 ohms, up from a trend in the 400-500 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than 30 in 3 days. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.